Manufacturer narrative:
Patient information was unavailable from the site. Missing UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that registration was attempted in the body position of park bench. Although 10 attempts were made, registration failed. Navigation was aborted. There was no patient impact reported and no delay to surgery.